Event description:
Patient reported left side breast infection more than a year after implantation. Patient additionally reported having experienced ¿a lump or thickening in or near the breast or in the underarm area¿ (lump/nodule). Later a healthcare professional reported a deflation. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformities noted. DHR trend summary: a list of returned devices made in costa rica received by allergan medical was reviewed and no adverse trends related to this event was observed. According to operations management review dated (B)(6) 2010 there have been no changes in overall breast implants event rates. The event of "infection (late onset)" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: infection (late onset) and device deflation.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: based on the device analysis grid, the assessments of the complaint are: deflation: observed opening anterior side assessed as surgical damage infection: unable to observe as it is a medical event not related to the device. Lump/nodule: unable to observe as it is a medical event not related to the device. Additional observations: observed wear abrasion on the device. Observed creases on the device. No further actions are required as the device was implanted.

Event description:
Patient reported left side breast infection more than a year after implantation. Patient additionally reported having experienced ¿a lump or thickening in or near the breast or in the underarm area¿ (lump/nodule). Later a healthcare professional reported a deflation. Device has been explanted.

Event description:
Patient reported left side breast infection more than a year after implantation. Patient additionally reported having experienced ¿a lump or thickening in or near the breast or in the underarm area¿ (lump/nodule). Later a healthcare professional reported a deflation. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Event description:
Device has been explanted.